Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This report serves as a correction for the mfg report 2954323-2023-09868 as section h7 (if remedial action initiated), (other remedial action), and h9 (corrective action number) have been updated.

Event description:
An alarm issue was reported with the adc application in use with a (samsung galaxy z fold 3 v. 2.8.2.9318) phone android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and convulsion. The customer went to the hospital and was administered multiple glucose perfusions for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their samsung phone (android 13). The customer did not receive low/high glucose alarms and as a result, the customer experienced loss of consciousness and convulsion. The customer went to the hospital and was administered multiple glucose perfusions for treatment by a healthcare professional. The impacted product associated with this complaint is on market in the following countries: us, ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw, us. Field action fa1010-2023 was issued to all impacted countries on (B)(6) 2023. There was no report of death or permanent injury associated with this event.